Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, smoker, sinus perforation, pain, fistula, inflammation, mobility ((B)(6) are same patient).